Manufacturer narrative:
(B)(4).

Event description:
It was reported the tip got stuck in the vessel requiring surgery. During the use of a rubicon support catheter in a peripheral intervention case in the leg, the tip of the catheter got stuck inside the patient. The physician had to open the patient`s leg to remove the device and complete the procedure. The patient was stable post procedure. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Device evaluated by manufacturer: returned device consisted of a rubicon 35 support catheter with a .035 guidewire stuck in the device. A visual examination identified a .035 guidewire stuck in the device. The guidewire was sticking out of the distal end 15cm from the tip. The guidewire was sticking out of the proximal end 157.5cm. The devices tip was separated and missing. No coating damage was noticed on the exposed guidewire. It was also noticed that the shaft showed severe buckling from 3cm proximal the tip to 15cm proximal the tip. The buckling was so severe the guidewire could not be removed from the device even after 24hrs of soaking in a 37c bath. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported the tip got stuck in the vessel requiring surgery. During the use of a rubicon support catheter in a peripheral intervention case in the leg, the tip of the catheter got stuck inside the patient. The physician had to open the patient`s leg to remove the device and complete the procedure. The patient was stable post procedure. Additional information has been requested but is not available at the time of this report.